Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted: (B)(6)2002. (B)(4).

Event description:
It was reported that a high output condition was met on the right ventricular (rv) lead. There was some variable threshold measurements. The patient was undergoing dialysis at the time and the device check afterward indicated stable and consistent thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.